Manufacturer narrative:
(B)(4). This complaint is for a report of a use error - reuse of single-use product, where the home patient said that she changed out the red bag. This complaint is confirmed because replacing disconnected solution bags is a use error that can cause contamination. A labeling review found the labeling to be adequate for the use/user error identified in this incident.

Manufacturer narrative:
(B)(4). There was no allegation of a product malfunction, therefore, the sample was not requested and a batch review will not be performed. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.

Event description:
During follow up of a slow flow supply line the home patient (hp) stated that the red bag was not flowing. The hp said that she changed out the red bag and the cycler alarmed again, so the hp had to continue therapy with homechoice (hc) using new supplies. Therapy has been going well since incident. There was no patient injury or medical intervention indicated at the time of the initial report. No additional information available.